Event description:
An online obituary identified that the vns patient had passed away. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report - "the funeral home reported that the patient was cremated and that the device would have been discarded and that the caused of death would not be released."

Event description:
The funeral home reported that the patient was cremated and that the device would have been discarded and that the caused of death would not be released. The patient's last known physician has closed his practice; therefore, no additional information can be obtained.